Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had limb ischemia. Bilateral upper and lower extremities were noted to be extremely mottled. Order for bilateral arterial duplexes of upper and lower extremities placed. The patient continued to decline, and the family decided to withdraw care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.